Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead had undergone a pocket and lead revision procedure. It was reported the lead had protruded into the patient's axilla. The lead was successfully repositioned. Approximately one month later, noise was noted on the rate/sense channel. The noise was oversensed and resulted in stored nonsustained episodes. It was also noted that the pacing impedance measurements had decreased by approximately 100 ohms. Attempts to recreate noise were unsuccessful. Boston scientific technical services (ts) discussed performing an x-ray to verify lead position. Ts also discussed possible insulation damage from the previous revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.